Event description:
It was reported the customer received a motor error alarm during a prime. Customer stated the insulin pump was not exposed to a high magnetic field. Customer also did not receive a motor position encoder error alarm on their insulin pump. The customer was advised their insulin pump needed to be replaced. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.